Event description:
New information reported that the leads were capped and replaced on (B)(6)2 018. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right atrial and right ventricular leads exhibited noise. The patient was brought in to clinic and testing was performed, but the noise could not be reproduced. No intervention was performed and the patient was stable.